Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy due to high impedances. CT scan was done and fractured was confirmed. Surgical intervention took place wherein the extension was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.